Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture and high impedance. It was also noted that the stylet had been left inside the lv lead at implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.